Manufacturer narrative:
The insulin pump alarmed no delivery during the excessive no delivery test due to faulty force sensor resistor. The prime anomaly could not be verified due to the excessive no delivery alarm. The device had a scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the customer fell with his bicycle. The customer checked and the insulin pump had no visible cracks but reported receiving no delivery alarms. The customer would change the set and rewind but the piston got stuck during prime. Numbers did appear on the screen, but the piston would not move forward. Blood glucose value is unknown. The device was replaced and returned for analysis.